Event description:
It was reported that the gem v/nv mc 4ss 60dp dehp free experienced component separation and leakage. The following information was provided by the initial reporter: material #: 2441-0007, batch/lot #: 20087206. The nursing department composed an sln regarding the product malfunction. This detail information was provided; tubing came apart while pt was receiving tpn. While doing pt care, pump was moved and it was noticed that tubing came apart at the top. Tubing was clamped, removed and replaced. Pt continued to receive tpn and lipids per md order.

Manufacturer narrative:
H6: investigation summary: a sample was received and investigated by our quality team. The separation was immediately noticed and the customer's complaint has been verified. After further analyses using a microscope, the tubing appeared to have enough solvent at the insertion point in buretrol. The other tubing portion with spike was forcibly removed and the difference between the two was obvious that the originally separated piece was shallowly inserted during the assembly process. This is the root cause of the failure reported. A device history record review for model 2441-0007 lot number 20087206 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 27aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv mc 4ss 60dp dehp free experienced component separation and leakage. The following information was provided by the initial reporter: material #: 2441-0007, batch/lot #: 20087206. The nursing department composed an sln regarding the product malfunction. This detail information was provided; tubing came apart while pt was receiving tpn. While doing pt care, pump was moved and it was noticed that tubing came apart at the top. Tubing was clamped, removed and replaced. Pt continued to receive tpn and lipids per md order.